Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per sales representative, three screws broke in the middle of a procedure. Two threads are still located in the patient's skull and one was able to be removed. There were backups available, so the procedure was able to be completed.

Event description:
Per sales representative, three screws broke in the middle of a procedure. Two threads are still located in the patient's skull and one was able to be removed. There were backups available, so the procedure was able to be completed.

Manufacturer narrative:
The macroscopic and microscopic investigation showed that the screw broke in forced rupture mode as a result of too high torsional forces being applied during insertion. The fractured surface showed typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or too low deepness of the pilot hole. No indications were found for design, material or manufacturing related issue.